Event description:
Customer states: "stent inserted 5/15/2005. Stent removed 7/20/2005. Stent broken, piece found in bladder and three fragments in the right ureter. Open surgery required to remove pieces."